Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 568 mg/dl. The ketone level was large and was considered as being dangerous by a healthcare provider. The customer had inadvertently forgotten to deliver food boluses after meals. A bolus was delivered to address elevated bg. The customer was hospitalized and was treated with intravenous insulin drip. Upon follow up, the customer had been discharged on (B)(6) 2018 and declined tandem technical support¿s offer to troubleshoot as the customer reported the event was due to use error.